Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause for the leakage was problems with corrosion on the rotor assembly and roller bearings, which were each replaced. The handpiece was repaired and returned to the customer.

Event description:
It was reported that a brown substance leaked out of the handpiece while cleaning/disinfecting the device after a shoulder surgery had successfully completed. The substance did not come into contact with the surgical site. There were no patient involvement or any adverse consequences reported. There was no additional or continuing treatment required.